Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical support to report that an instrument was stuck in universal surgical manipulator (usm) 4. No tissue had been grasped. Although the instrument was able to detach from the sterile adapter, the angle of the instrument jaws at the cannula tip prevented its removal. The customer initiated an emergency stop and successfully removed both the cannula and the instrument together, resolving the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended returning the faulty instrument and sterile adapter for failure analysis. The customer proceeded the procedure as planned to use a backup instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.